Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an expired attune sz 10x7 ps fb insert was implanted. The surgeon was made aware that this specific insert was expired prior to surgery. Due to back orders, no replacement was available. An intra-operative decision was made by the physician to retrieve and implant the expired device upon his orders. Doe: (B)(6) 2018; unknown side.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.